Event description:
It was reported that the intra-aortic balloon (iab) could not fully open when being inflated in the patient's body. As a result, a new set of iab was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab would not inflate completely is not confirmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no abnormalities noted. No alarms were noted during the functional testing. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not fully open when being inflated in the patient's body. As a result, a new set of iab was used. There was no report of patient complications, serious injury or death.